Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a broken lid/cap(s). The following information was provided by the initial reporter. The customer stated: "when the nurse was preparing blood for the patient, she found that the rubber bag in the cap of the vacuum blood collection tube was twisted and deformed and could not be used normally. The nurse treated the vacuum blood collection tubes as medical waste and used the same batch of vacuum blood collection tubes in the same box to continue to draw blood for the patient. . The incident did not cause harm to the patient."

Manufacturer narrative:
Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint from catalog 367841, lot number 2132074. Visual examination of the photo was performed and revealed improper assembly. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.